Event description:
It was reported that during the third use of the same micro oval loop polypectomy snare during a polypectomy, the snare was unable to cut through the polyp using cautery. It appears that the white portion at the start of the sheath gets twisted and bunches up. This seems to make the loop of the snare unable to fully close and secure around the polyp therefore making it harder cut through.